Event description:
Reportedly patient expired approximately after a implant duration of 1 month, due to unknown reasons. Unknown if patient death is device related. Information learned from implant patient registry (per call from patient's spouse).

Manufacturer narrative:
Device not returned.